Event description:
On 01/22/2008 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high compared to this past meter readings. In 2008, (around noon before lunch), the pt obtained a "204 mg/dl" on his meter, which was unusually high for him because he usually gets readings in the "low 100's" before lunchtime. He indicated that he did not have any symptoms of high blood glucose at the time of the test. Based on the meter reading and doctor's advice, he took a half pill of glipizide. After taking the glipizide, he ate a typical lunch. Within 20 mins of the "204 mg/dl" test, the pt tested on his meter again and got "188, 176, and 167 mg/dl." Approx 3.5 hrs later, the pt felt weak, slightly disoriented, was unable to think straight, and slightly shaky. He tested on his meter and got "55 mg/dl." He then administered self-treatment with orange juice and felt better afterwards. The customer care advocate verified that the meter was correctly set to "mg/dl," an approved sample source was used, and the correct testing/cleaning techniques were used. Control solution test was not performed because the pt had expired control solution. Replacement products were sent to the pt. Complaint is being reported because the pt allegedly became hypoglycemic approx 3.5 hrs after taking add'l glipizide as advised by his doctor based on his meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.